Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2017 with the following findings: a review of the black box showed evidence of a power on reset event following a replace battery alarm. The battery cap was not returned and a test battery cap fit securely to the pump. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no power interruptions occurred during investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The intermittent power complaint was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked above and below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).